Manufacturer narrative:
Analysis was normal. No device problem found.

Manufacturer narrative:
The results/method, conclusion codes, along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for a unrelated procedure. Prior to surgery, the new pacemaker had no wireless telemetry. The device was not used, and exchanged before the procedure began with no prolongment. The patient condition was unknown.